Event description:
I had a latera nasal implant come out. I'm working with my dr on repairing the issue. In february I had latera implants placed in both nostrils. They're designed to dissolve in 3 months, or so I was told. I suffered a fall and nasal trauma in april. Apparently this dislodged the, still full intact, implant. I visited my surgeon who removed the device. My right nostril is now collapsed worse than before and will likely require more surgeries. I notified latera of the device failure and they were not interested in speaking with me. I am working closely with my dr about the situation. FDA safety report ID# (B)(4).